Event description:
Medtronic received information that after an unknown duration post implant of this 14mm pulmonary valved conduit, the patient was hospitalized for irritability and low-grade fevers. It was indicated that the patient had a white blood cell (wbc) count of 27000/l and a c-reactive protein elevation of 20mg/l. It was stated that cultures are pending. Antibiotics were administered. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.